Manufacturer narrative:
(B)(4). Evaluation results: the product evaluation found that the alarm has battery acid leakage and corrosion in the battery compartment. The alarm does not power on with new batteries. The alarm does power on with the 9v ac adapter and an alternate power supply. (B)(4).

Event description:
The distributor did not provide any specific information as to the reason for the return of the product. There was no patient incident or injury reported.